Event description:
Surgical stapling device malfunction where staples failed to "crimp" and hold tissue in place. Surgeon had to manually stitch tissue which added time to the procedure and held up surgeon's schedule.